Event description:
The user facility reported that a 43-year-old male patient implanted with the impella 5.5 for mechanical circulatory support had an aortic thrombus/tissue that was visualized on transesophageal echocardiogram (tee) during device explant. The physicians believed the thrombus to be related to the device. The physicians also believed that the thrombus was not life threatening, thus no intervention additional was performed. There were no reports of harm to the patient.

Manufacturer narrative:
The investigation into the reported thrombus was completed. The device was not returned for evaluation. Based on the available information, the root cause of the reported event was most likely due to patient condition. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.